Event description:
It was reported that the ilet alerted for high glucose and the user observed a leak at the infusion site, performed a site change, and later completed a full supply change after persistent hyperglycemia; a fingerstick measured 373 mg/dl, and the bionic report showed a meal announcement with attempted insulin dosing without adequate glucose reduction until after the full supply change. Symptoms included hyperglycemia. Outcomes included continued monitoring at home without hospitalization. Investigation included guided troubleshooting, confirmation of no visible leaks at the new site and no kinks in tubing, verification of dosing attempts in device reports, and a full supply change using supplies from the same lot. Investigation of this case revealed that glucose levels began trending down after the full supply change, which is consistent with an infusion set or site-related delivery issue with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.